Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine via an implantable pump for spinal pain indications. It was reported that they turn the device on in the morning and do a bolus, it would take a minute for the bolus to activate. The caller stated sometimes the handset would 'search for the bolus' for 3 minutes and would take another 3 minutes when they requested a bolus. The caller said that the loading screen would get stuck at 90%. The agent reviewed information. During the call, the caller said the lockout showed 46 minutes. The caller said the issue started a couple of weeks ago. The agent walked the caller through clearing the data. The caller confirmed they were able to access the app without lag. Troubleshooting steps taken on the call resolved the issue. The caller said they would call back for further assistance.

Manufacturer narrative:
B3: event date is month/year valid. Continuation of d10: product ID a820 serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.